Manufacturer narrative:
During an on-site evaluation, the fse determined that the device had a problem with the ac adapter not being recognized. The fse identified that a defective ac adapter was the cause of the issue and replaced it with the ac power module field replacement kit, which resolved the problem and restored the device to full functionality. The device was left at the customer site, and further evaluation was deemed unnecessary at the time. It has been concluded that no further action is required at this time.

Event description:
It was reported the ac adapter was not recognized. There was no patient involvement.